Event description:
It was reported that the cot tipped while unloading from the ambulance. There was pt involvement and adverse consequences.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional info is received, a f/u report may be submitted.